Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called and reported the customer's insulin pump was alarming with no delivery while trying to fill tubing during a set change. It was stated the issue was resolved with a complete set change. Troubleshooting could not be performed, as the issue had already been taken care of. The cause for the no delivery alarms could not be determined and the reservoir may have been occluded.